Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with dizziness, diaphoresis and nausea. Tachycardia, with intermittent ventricular undersensing, diminished sensing and a pacing issue were also noted on the current electrogram for the right ventricular (rv) lead. The rv lead remains in use. No further patient complications have been reported as a result of this event.